Event description:
A report was received from health canada's canada vigilance program which states, "intubated patient on vasopressor support connected to IV pump with 4 channels. Pump was plugged into socket and charged, all four channels had been running without incident since shift change. On the way up to ICU channel d (running norepinephrine) stopped working and displayed channel error". The pump was not bumped in any way. I was unable to continue running levophed through that channel and the infusion had stopped. I could not turn that channel off or restart the infusion. An empty channel was grabbed from trauma and the infusion was restarted as quickly as possible but in that time the pt's map dropped well below his map goal and his systolic bp dropped from 120 to 86."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "intubated patient on vasopressor support connected to IV pump with 4 channels. Pump was plugged into socket and charged, all four channels had been running without incident since shift change. On the way up to ICU channel d (running norepinephrine) stopped working and displayed channel error". The pump was not bumped in any way. I was unable to continue running levophed through that channel and the infusion had stopped. I could not turn that channel off or restart the infusion. An empty channel was grabbed from trauma and the infusion was restarted as quickly as possible but in that time the pt's map dropped well below his map goal and his systolic bp dropped from 120 to 86." Subsequent the hospital biomed provided details of their inspection. Biomed performed an internal inspection of the pump and found the device's inter-unit interface (iui) connector to be corroded. The hospital biomed determined that the channel error during the event was due to corrosion on the iui connector causing intermittent connection issues between the channel and pump. Biomed replaced the pump's iui connector and returned the device to service. Further information was provided by the hospital regarding the patient's outcome that "degree of harm considered to be minor due to the significant and temporary drop in blood pressure."

Manufacturer narrative:
Additional information : imdrf annex a,g,b,c and d codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that there was a channel error (norepinephrine) event was not able to be definitively confirmed from the information that was made available to bd. No devices, event logs or parts were provided to bd for analysis. Reportedly during transport the pump module s/n: (B)(6) stopped infusing due to a channel error that occurred on 09jul2023 at approximately 22:30 (10:30 pm). The pump module error log that was received showed there was a channel error event on 09jul2023 at the time of 9:02 pm with the recording of error code 240.4150.0. The error code 240.4150 is associated with the system detecting a high voltage that is outside the specification for the bottle side (upper) pressure sensor on the pump module. The error code 240.4150.0 was also found recorded two additional times earlier in the day of 09jul2023. These events were recorded at the times of 6:14 pm and 6:33 pm. There was a total of 21 more additional times prior to the events in july, with the first recorded event occurring on the date 28feb2023 at the time of 6:05:11 pm. None of the prior events were reported to bd. The pcu and suspect pump module events logs were requested but were not provided to bd. The drug/fluid that was programmed on the suspect pump module could not be identified to confirm if norepinephrine was infusing at the time of the channel error. A left (female) inter unit interface (iui) connector was reported to have been the cause for the channel error. Bd could not confirm this issue. An iui connector causing communication interruption would produce a communication error on the pump module, not a channel error, and by design would have continued infusing. If the iui caused a power interruption at the module, then the infusion would have stopped. Either of the above events would induce a ¿channel disconnected¿ alarm on the pcu. This issue could not be confirmed to have occurred by bd due to the pcu event log not made available for analysis. It was reported that due to the error log, the biomed replaced the pressure sensor as a corrective action on the suspect pump module after the iui connector. This could not be confirmed by bd. The pm record report (psls (B)(4) - pm records) that was provided to bd did not show the pressure sensor replaced. It showed the iui connector was replaced on the date 10jul2023. On the date 03aug2023, it showed ¿replace damaged indicator lens. Completed all check in procedures. No fault found. See attachment for details.¿ however, no attachment was received by bd with the pm record. Although asked, none was provided. No further investigation of this event is possible currently.